Manufacturer narrative:
Reporter provided photographs and returned the involved product. The visual inspection of the provided photographs showed one (1) toothbrush still in the packaging with what appeared to be a single bristle much higher than the rest. In the photograph it appeared as if the bristle either fell out of the toothbrush or was a stray bristle that came into contact with the finished device during the manufacturing production process. The visual inspection of the returned product appeared representative of the device shown in the photograph provided by the reporter. An inspection of the returned product confirmed that one (1) bristle was not attached to the toothbrush. All other bristles appeared to be attached to the toothbrush and did not disengage when force was applied to them. Production history records for the reported lot were reviewed and all-in process checks indicated passing results. The third party supplier of the involved product was contacted for additional investigation. According to their investigation, the returned product demonstrated a stray bristle and not disengaged bristles. During the manufacturing process, any stray bristles are to be removed by manufacturing operators prior to packaging. However, according to the third party supplier, the involved product failed to have the stray bristle removed during the manufacturing process. The exact root cause of the reported issue cannot be identified at this time. A potential root cause, determined by the third part supplier, could be human error prior to packaging. Based on review of the returned product, quality processes, and investigation from the third party supplier, there is sufficient evidence to conclude that the reported issue was attributable to a product defect or manufacturing operations.

Event description:
Report received of malfunction resulting in loose toothbrush bristles. The reporter stated that on (B)(6) 2018, upon opening the sage 6004 oral care kit loose bristles were observed on the manual toothbrush. The reporter did not use the device and no injury was reported. The reporter provided lot information and returned the product for investigation. Although requested, no additional information was available.